Event description:
At the start of bypass, a fiber leak was noticed in the oxygenator. The device failed to satiisfactorily oxygenate the blood. The device was exchanged for another oxygenator. No pt injury has been reported as a result of this incident.